Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation to treat esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned without the bands attached, the handle was inspected, and it had evidence that the trip wire was secured in the handle slot. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the ligator housing was returned without the bands attached, and the trip wire was secured into the handle slot. Based on the product analysis, it did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation to treat esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.